Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(4) 2017. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain rather on the left side") in (B)(6) female patient who had essure (batch no. 627446) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain ("intermittent lumbar pain"), pain in extremity ("pain radiating to the lower limbs"), hypoaesthesia ("numbness"), dyspareunia ("pelvic and uterine pain during sexual intercourse"), migraine ("migraines"), malaise ("perpetual episodes of malaise both physical and emotional"), depression ("depression") and libido decreased ("decrease in libido"), 9 months 25 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("chronic asthenia") and pruritus ("pruritus"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and bilateral ovariopexy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain in extremity, hypoaesthesia, dyspareunia, migraine, malaise, depression, libido decreased, asthenia and pruritus outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, depression, dyspareunia, hypoaesthesia, libido decreased, malaise, migraine, pain in extremity, pelvic pain and pruritus with essure. The reporter commented: the defective sample was not kept . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-aug-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 304 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-jan-2019: (B)(4) (MFR number 2951250-2019-00472) was identified as duplicate of this case and will be deleted. All information from case (B)(4) has been transferred to this retained case. Essure insertion date was updated to 01-jan-2009 (prev (B)(6) 2009); pelvic pain rather on the left side, chronic asthenia and pruritus were added as event; the event episodes of lower back pain changed to intermittent lumbar pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.